Manufacturer narrative:
The plant investigation is in process. A supplemental MDR will be submitted upon completion of this activity.

Event description:
A fresenius regional sales manager reported that a 2008t machine caught fire and sustained thermal damage during treatment setup after being moved to a patient's room. Upon follow up with the field service technician (fst), it was clarified that the machine had no power and a burning smell from the power supply upon power up. Upon troubleshooting, the power control board had burn marks. The burnt board was noticed during machine repair. After testing the outlets in the hospital room where this issue occurred, the fst confirmed that the machine was plugged into a faulty hospital grade ground-fault circuit interrupter (gfci) outlet. The fst stated that the hospital technician will be further testing the outlets to resolve this issue. A patient was not connected to the machine at the time of the incident and there was no harm to any patients or individuals because of this malfunction. The machine has approximately 63 hours and the power control board was the original fresenius part on the machine. The field service technician (fst) reported that there was no damage observed on any other components, or any other additional issues, associated with the burnt power control board. The fst replaced the power control board, which resolved the issue. The unit was returned to service at the user facility without issue and without reoccurrence of the event. The power control board has been returned to the manufacturer for physical evaluation.

Manufacturer narrative:
Additional information d9 and h3. Plant investigation: the power control board was returned with thermal damage on varistor (rv1) and soot on the back of the board. There was no damage to the other components on the board. The power control board (as-received condition) was installed onto the power supply of a test machine. Sparks were observed on the power control board during power up, however, no burning smell was observed. The test machine was able to power on. A rinse program was completed without problems. Dialysis mode functioned properly without failures. A self-test program completed without failures. There was no additional damage to the power control board during testing. The power control board was repaired with a ¿known-good¿ varistor (rv1) to continue testing. There was no damage that occurred to the repaired power control board. A records review was performed on the reported serial number. An investigation of the device manufacturing records was conducted by the manufacturer. There were no non-conformances, or any associated rework identified during the manufacturing process which could be related to the reported event. In addition, the device history record (DHR) review confirmed the results of the in-progress and final quality control (qc) testing met all requirements. The reported event has been confirmed.

Event description:
A fresenius regional sales manager reported that a 2008t machine caught fire and sustained thermal damage during treatment setup after being moved to a patient's room. Upon follow up with the field service technician (fst), it was clarified that the machine had no power and a burning smell from the power supply upon power up. Upon troubleshooting, the power control board had burn marks. The burnt board was noticed during machine repair. After testing the outlets in the hospital room where this issue occurred, the fst confirmed that the machine was plugged into a faulty hospital grade ground-fault circuit interrupter (gfci) outlet. The fst stated that the hospital technician will be further testing the outlets to resolve this issue. A patient was not connected to the machine at the time of the incident and there was no harm to any patients or individuals because of this malfunction. The machine has approximately 63 hours and the power control board was the original fresenius part on the machine. The field service technician (fst) reported that there was no damage observed on any other components, or any other additional issues, associated with the burnt power control board. The fst replaced the power control board, which resolved the issue. The unit was returned to service at the user facility without issue and without reoccurrence of the event. The power control board has been returned to the manufacturer for physical evaluation.